Event description:
It was reported that a patient underwent a c-section procedure in 2025 and suture clips were used. The suture clips would not lock closed and a significant amount of clips would not even load onto the appliers. What should have been 1 cartridge of clips (6ea) used per procedure turned into a significant situation for both staff and surgeon. The suture clips would not load (probably 30% of the time) even after j&j rep inservice and instruction and case support. The clips that did successfully load onto the appliers would not lock closed. We tried multiple (2) appliers with same outcome. We tried different suture types, with no change. We tried to lock closed on both applier with no suture and only 5 clips from 66 clips locked closed. The nurses even tried to lock the clips closed with a forceps and again they would not stay locked closed. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please explain how the clips were loaded into the applier. As per IFU please confirm if the jaws of the applier are at a 90-degree angle to the surface of the clip cartridge when loading. Yes! Was the applier checked for damage (are the jaws straight and aligned)? Yes; & we tried two separate appliers. What type and size of suture was used? We tried multiple; monocryl and vicryl 3/0 & 4/0 and tried multiple time with no suture still would not lock shut. When the event occurred, was the suture placed near the hinge of the clip? Yes and we tried various positions of suture still not locking no matter where positioned. Were there any consequences for the patients? Time delay in getting vascular clamp off however surgeon did not state any clinical consequences. The following information was requested, but unavailable: if possible, could you please confirm the number of clips that would not load or hold in the applier? If possible, could you please confirm the number of clips that would not hold in the suture? Additional information was requested, and the following was obtained via: how long was the procedural time delay in getting the vascular clamp off? Unsure but probably a minute. Did this event occur during more than one procedure? If yes, please provide the following information: yes, two procedures back-to-back what is the number of procedures? 2 what are the product code and lot number? Given in complaint mic4036 ugbcrqq0 and 2 different appliers. Have any of the events been previously reported to ethicon? If so, please provide the reference number(s) yes, we have had multiple issues over the years of failure of these clips; you must be able to filter the complaints database to get these. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.